Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date were inaccurate. The customer did not know how the pump time and date became inaccurate. Tandem technical support guided the customer through adjusting the pump time. Customer's blood glucose level was 241 mg/dl.